Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. Additional information stated that the user had no benefit with the device.

Manufacturer narrative:
Conclusion: according to the recipient report the device was explanted due to the extrusion of the conductive link. In addition, device investigation revealed a mechanical damage to the conductive link, which is very likely related to the reported damage before explantation. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The explanted device was received for investigation. Additional information stated that the user had no benefit with the device. The conductor link had made its way through the ear canal wall and was reportedly damaged before explantation. The device was not being used therefore the user was not re-implanted at this time.